Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2014 with a blood glucose of 785 mg/dl. Customer had the flu and could not get her blood glucose down. Customer stated that she was feeling sick. Customer was released after her blood glucose was down to 500 mg/dl. Customer was wearing the pump at the time. Customer stated that she was released from the hospital too early. Customer ended up having to be taken to another hospital. Customer was diagnosed with hyperglycemia and viral illness. Customer's blood glucose was 700 mg/dl at the time of the hospitalization on (B)(6) 2015. Customer had diabetic ketoacidosis and they got her blood glucose down after she was kept in the hospital overnight. Customer was released with flu medicine. Customer's current blood glucose was 123 mg/dl. Customer stated that she couldn't walk prior to the hospital visit. Pump passed the self test and reported that the no delivery alarm was resolved by a reservoir change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-63743.